Event description:
It was reported that the patient experienced chest tightness. The patient was hospitalized, x-ray performed and revealed the right ventricular (rv) lead dislodged. The rv remains in use, with further actions or treatment planned. Subsequently, the rv lead was re-positioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the panorama ii clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.